Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient dissatisfied with the company iol. The patient unable to see at distance, constant shadow to left and bottom. Consumer has spoken to her surgeon, and he said her pupil is too small. The patient underwent 2 yag laser capsulectomy procedures. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).